Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert. Noise was observed on stored electrograms and was reproducible in clinic. The patient received one inappropriate shock due to the noise. It was also noted that the patient was electrocuted several weeks prior. An abrupt increase in lead impedance coincides with the time of electrocution. Thereafter, noise was observed on the lead. Fracture was suspected. Lead was capped and replaced. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.